Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that tha exhalation valve connector is missing the receptacle and 0-rings. The receptacke and o-rings were replaced. Ovp (operational verification procedure) was performed and passed all tests per vela service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit was having issue on pre setup. Vti (inhaled tidal volume) and vte (end tidal volume) out of specification.the reporter confirmed that there is no patient involvement associated on this event.